Event description:
It was reported that during use the leadless implantable pulse generator (ipg) exhibited lack of capture. It was also reported auto threshold was in 'off' mode. The leadless ipg output settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry clinical study.